Manufacturer narrative:
Investigation on the reagent lots (lot 10301y and lot 10322x) did not identify any product issues. Review of the run data shows the internal control amplification for both alleged samples is robust. The late CT values and weak amplification for that sars-cov-2 target are consistent with low titer samples, near the limit of detection for the liat test. Results for samples with viral titers near the lod of the test can be expected to waiver between positive and negative. Additionally, differences in method sensitivities may contribute to discrepant results between different assays. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of sars-cov-2 discrepant results for 2 patient samples when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged samples generated positive sars-cov-2 results in the initial test on the cobas liat system. These samples were retested as follow: patient 1 retested on a cepheid instrument: sars-cov-2 negative. Patient 2 retested on a different cobas liat system (sn (B)(4)) and on a cepheid instrument: sars-cov-2 negative in both retests. The negative results were released. No harm was alleged. An investigation is ongoing. Two (2) mdrs will be filed, one per patient, as per FDA guidance.

Manufacturer narrative:
(B)(4).